Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument leaks co-2 the surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.